Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a erbe generator involved with this complaint to perform failure analysis. The erbe generator was analyzed and found c-34 error was confirmed during power-on testing. No visible issues were found. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that generator had an error message while trying to use the monopolar ports. The bipolar ports were working normally. Tse guided caller to reboot the affected generator, but error came back. Tse guided caller that there was a possibility to use the generator in standalone mode, but they were unwilling to disconnect the generator cable (rcb). Tse asked if they had an external force triad generator available, but they did not. Tse informed caller that the error message was an internal code in the generator. Surgery was proceeded with using bipolar energy. The procedure was completing as planned with no reported injury.